Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that patient is complaining of discomfort. Field representative switched patient's programming and stimulation was comfortable. Patient called (B)(6) 2025 to advise he received x-ray results from dr. (B)(6) and thinks patient's lead may have moved slightly and would like to do a lead revision scheduled on (B)(6) 2025.

Event description:
It was reported that patient with this neurostimulator was complaining of discomfort. The field representative switched patient's programming and stimulation was comfortable. The patient called to advise he received x-ray results from the physician's office and thinks patient's lead may have moved slightly and would like to do a lead revision. The patient had a full device removal and replacement due to experiencing discomfort and a shocking sensation. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block d10: UDI for concomitant product, ins: (B)(4). Block h11: the returned tined lead was analyzed, and a visual inspection of the tined lead revealed the tined lead was broken into 2 pieces. The tined lead wires were deformed at one location. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of lead migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the gathered information, cause traced to device but unable to trace more specifically was selected as the conclusion for this case, which means the problems were traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component).

Event description:
It was reported that patient with this neurostimulator was complaining of discomfort. The field representative switched patient's programming and stimulation was comfortable. The patient called to advise he received x-ray results from the physician's office and thinks patient's lead may have moved slightly and would like to do a lead revision. The patient had a full device removal and replacement due to experiencing discomfort and a shocking sensation. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, ins: (B)(4).

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, ins: (B)(4). Supplemental record being added for the correction to coding (f10): f1905 - device revision or replacement. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that patient with this neurostimulator was complaining of discomfort. The field representative switched patient's programming and stimulation was comfortable. The patient called to advise he received x-ray results from the physician's office and thinks patient's lead may have moved slightly and would like to do a lead revision. The patient had a full device removal and replacement due to experiencing discomfort and a shocking sensation. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This report is being submitted to correct the coding table (h6): f2203 - imaging required.

Event description:
It was reported that patient is complaining of discomfort. Field representative switched patient's programming and stimulation was comfortable. Patient called (B)(6) 2025 to advise he received x-ray results from dr. (B)(6) and thinks patient's lead may have moved slightly and would like to do a lead revision scheduled on (B)(6) 2025.